Event description:
Assay imprecision was observed by the customer for total human chorionic gonadotropin (thcg) on an advia centaur xp instrument. The imprecise patient result was not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the imprecise thcg result.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The information provided by the customer to the ccc is limited. There is no assay calibration data, quality control data or actual patient results provided for data comparison. The cuvettes were replaced by the customer with a new cuvette lot, however repeat testing to confirm the correct patient result was not performed. The cause for the imprecision is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.